Manufacturer narrative:
According to the practitioner two implants didn't take and failed to integrate. Two implants have been placed in 25 and 26 position on (B)(6) 2016. Four months later after the implantation, the practitioner has found that these two implants failed to integrate.

Event description:
Two implants fails to osteointegrate.